Event description:
It was reported that nursing staff checked on a patient at 3 am on (B)(6) 2010 and found the patient had expired. Reportedly, the monitor was not alarming. The monitor provided a crisis alarm "hf 0" when the staff switched off the patient's external pacer. The leading nurse stated that the pacer detection had been switched off at the monitor due to false positive alarms. There is no allegation of equipment malfunction. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.